Event description:
It was reported to adac that the blocks that were exported to compucutter were cut with a 180 degree rotation. The user was running 5.2g software with huestis version 2.4d compucutter software. No injuries have been reported as a result of this issue.